Event description:
A philips employee became aware of a journal article (published online 20apr2023) ¿fracking compared to conventional balloon angioplasty alone for calcified common femoral artery lesions using intravascular ultrasound analysis: 12 month results¿. The study retrospectively aimed to compare the performance of fracking and conventional balloon angioplasty without stenting for calcified common femoral artery (cfa) lesions using intravascular ultrasound (ivus) analysis. A total of 59 patients who underwent endovascular interventions for cfa disease were enrolled in the study between january 2018 and december 2020. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 50 post-procedural dissections (none to mild). At 1-year follow-up 18 patients experienced restenosis, 2 reocclusions, 10 target lesion revascularizations, 38 major adverse limb events, 35 re-interventions, and 2 major amputations. Additionally, at 1-year follow-up, 7 patients experienced death; however, the cause of death was not reported in the article (MDR #3005462046-2026-00038). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, (B)(6) 2023 has been used, the date of publication. Haraguchi t, fujita t, kashima y, tsujimoto m, otake r, kasai y, sato k. Fracking compared to conventional balloon angioplasty alone for calcified common femoral artery lesions using intravascular ultrasound analysis: 12-month results. Cvir endovasc. 2023 apr 20;6(1):27. Doi: 10.1186/s42155-023-00373-y. Pmid: 37079141; pmcid: pmc10119351. This report captures the serious injuries that occurred after use of the angiosculpt ptca scoring balloon catheter. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average age, 77.0±8.0 years, n=59. A3a) patient sex - 38/59 male; 21/59 female. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection, re-stenosis and occlusion are listed as possible complications with use of the angiosculpt ptca scoring balloon catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.